Event description:
Adverse event: interrupted procedure. Malfunction: shutter 1 error message. A customer reports that during a treatment, the message code 32 (shutter 1) was displayed and the treatment could not be finished. The message appeared at 21% of the treatment. The pt was being treated for hyperopia (+.75d) and astigmatism (-1.25d). The pt will require a re-treatment because she is undercorrected. After this incident, the system worked well and no other problems were reported. Add'l info has been requested.

Manufacturer narrative:
During the onsite investigation, the field engineer observed the error message in the log file, but was unable to reproduce the error. After consultation with the mfg site, the shutter was replaced with the upgraded shutter 4. A review of the complaint database for 12 months prior to the reported event showed no other complaints for this laser system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when add'l reportable info becomes available. (B) (4)